Manufacturer narrative:
Intuitive surgical inc. (Isi) received the proximal set-up joint (psuj) and distal set-up joint (dsuj) for failure analysis investigation. The psuj and dsuj was analyzed and the reported problem was confirmed but not replicated. In the system logs, the error 40067 was confirmed, coupled with errors 31199 and 32097, indicating that the axes controller setup (acu) board reported multiple communication faults. Upon visual inspection, no issues were found related to the reported event. The proximal suj inner was installed onto a golden system where no faults occurred in normal mode and the unit functioned as expected. The proximal was tested on a patient side cart fixture test platform (pftp) where it passed all relevant testing. Based on these findings, failure analysis concluded that the acu board and fiber optic cable were the potential source of this failure. Then, the distal suj inner was analyzed, and the reported problem was confirmed but not replicated. In the system logs, the error 40067 was confirmed starting on the proximal, indicating that the arm reported a communication error. Error 32097 and 1166 were also confirmed, indicating that the axes controller tornado (act) board reported maxis / communication errors. Upon visual inspection no issues were found related to the reported event. The distal was installed onto a golden system where no faults occurred in normal mode and the unit functioned as expected. The distal was tested the distal on a pftp where it passed all relevant testing. Based on these findings, failure analysis determined that the act board and low voltage differential signaling (lvds) cable were the potential sources for this issue. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to transient communication errors from acu board located on the proximal suj inner, and from act board located on distal suj inner.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that the system continued to experience a recurring error #40067 error. Intuitive surgical, inc. (Isi) technical service engineer (tse) was contacted after the error returned, and it was noted that the issue had been previously reported (recorded in related prid (B)(4)). Prior to contacting tse, the customer elected to swap out the patient side cart (psc) with another system¿s psc. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the proximal set-up joint (psuj) and distal set-up joint (dsuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the units; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.